Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was exhibiting right atrial (ra) noise that was suspected to be causing an increase in ventricular pacing a few years ago. The ICD was reprogrammed and the issue was resolved. The patient recently received a change in medication that slowed heart rate, and ventricular pacing has increased again. A request to check the ra lead was made. Technical services (ts) was consulted and reprogramming options were discussed. This ICD system remains in service. No adverse patient effects were reported. Additional information was received and ra undersensing was suspected. Technical services (ts) was consulted and oversensing continues to be exhibited, variability of p waves that reached low amplitudes was noted. This ICD system remains in service. No adverse patient effects were reported.